Event description:
The pt underwent a diagnostic procedure. The cardiologist attempted to close the arteriotomy using the closer tsl 6 fr. Device. After deploying the device, the physician used the knot pusher to advance the knot. The tip of the knot pusher broke off. The knot pusher tip could not be located by ultrasound. The pt recovered without incident.